Manufacturer narrative:
The type of investigation code was updated. The investigation did not identify a product problem.

Manufacturer narrative:
The meter serial number was (B)(6). The test strips will not be sent for further investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Section e3: occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for 1 patient with a coaguchek inrange meter. On (B)(6) 2024, the patient had a meter result of 2.8 inr and with a laboratory method (chronometric stago), the result was 5.5 inr. On (B)(6) 2024, the patient had a meter result of 1.9 inr and with a laboratory method (chronometric stago), the result was 3 inr. The measurements were performed within 3 hours. The patient¿s therapeutic range was 3.5 - 4.5 inr.